Manufacturer narrative:
Wide spread corrosion damage within the internal components of the device was identified as the probable cause of the device failure.

Event description:
The micro sagittal saw was sent in for evaluation due to overheating during a procedure. The procedure was completed with a readily available replacement device. No adverse event was reported; a five to ten minute procedure delay was reported.